Event description:
It was reported that the patient's left ventricular (lv) lead showed higher threshold on the remote monitoring data. The threshold appeared to stay high even after implant of a new device during a routine change out. The lv lead programming was adjusted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).